Event description:
Patient had a false positive hsv-2 test result. Patient tested positive for herpes-simplex virus 2 on a diasorin liaison xl herpes-simplex virus 2 immunoglobulin g test at (B)(6). Patient also tested positive on quest inhibition assay. Patient received a confirmatory test via (B)(6) blot which was indeterminate. Health effect code: 4582. Device problem code: 1227. Reference report: mw5180622.